Event description:
It was reported that device delivered several alerts for electrical anomalies including low atrial lead impedance, elevated and long atrial fibrillation episodes. Patient had chronic atrial fibrillation and the device had been programmed to vvi mode. The physician will monitor the situation and keep the device in vvi mode. Patient medical condition was good.